Manufacturer narrative:
Product analysis as found condition: the phenom 27 catheter and pipeline flex device were returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and a shipping box. Damaged location details: the phenom 27 catheter's tip and marker were examined, and no damage was noted. The catheter body was found to be cut at 26.2 cm from the proximal end of the catheter hub. No voids or flashes were noted in the catheter hub. No other anomalies were found. Testing/analysis: the phenom 27 catheter's total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The two broken ends of the catheter were tested by running an in-house 0.026-mandrel. The mandrel successfully passed through the catheter hub, through the fractured ends, and to the tip. Conclusion: there was no complaint against the phenom 27 catheter. However, the catheter was found cut at 26.2 cm from the proximal end of the catheter hub. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the stent could not be opened. The cause of the reported failure to open could not be de termined. The distal section of the pipeline did not open. The device had not been placed in a vessel bend at the time of the event. Attempts were made to retrieve and re-deploy the pipeline; however, these attempts were unsuccessful. Additional information was received. Additional information received reported the customer had no issue or complaint regarding the phenom catheter. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left cavernous sinus segment aneurysm with a max diameter of 21.5 mm and a 6 mm neck diameter. The landing zone was 4.1 mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level upgraded. The angiographic result post procedure was the stent was well adhered to the wall and contrast agent was retained in the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The tip end of the stent could not be opened. Attempts to recapture and redeploy the stent at the m1 segment were unsuccessful in opening the tip. The operator then withdrew the stent and microcatheter together from the body, and attempted to partially deploy the stent outside the body to pre-open the tip. The stent was then reused in hopes that the tip would open smoothly and the treatment could be completed. At this point, the operator chose to use a new phenom 27 microcatheter to re-establish the access. Since the original stent needed to be used and the stent could not be retrieved into the introducer sheath, the operator partially cut the tip of the microcatheter and used it as the stent introducer sheath, delivering the stent to the new microcatheter. The overall delivery was smooth, and the surgical procedure was carried out successfully. However, the tip of the stent still could not be opened, so the issue was reported. At that time, the operator believed the problem was not related to the microcatheter and did not mention any microcatheter-related issues.